Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, creases, red particles material was found on the shell/gel and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated and one opening striated. Based on the device analysis the final assessment is: a striated edge in the side anterior broken due to surgical damage. One opening striated assessed as surgical damage. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, exchanged of textured implant. The device has been explanted.

Event description:
Healthcare professional reported exchanged of textured implant and "very liquid rupture implant." Was found during surgery. The device has been explanted.